Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 383 mg/dl. The user made two meal announcements to address the high glucose, which resulted in a hypoglycemic episode with a blood glucose value of 39 mg/dl. The user managed the episode with fast-acting carbs. No outside medical intervention was required.